Event description:
The injury occurred during the initial positioning of the pt. The pt's head slipped while positioned prone. Left parietal area noted to have a 1.5 cm laceration. The laceration was stapled closed.